Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: v331899, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot#: v300097, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 17-nov-2011, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 24-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinsonian tremor. It was reported the caller charged the implant battery yesterday and the ins battery was not depleting. The caller stated he checked the ins with the patient programmer (pp) and the pp showed the implant was on. The patient stated he was afraid the lead was broken. The caller stated their hcp was retired but they had gone to a couple of other hcps who checked the device and stated the patient was maxed out on the voltage and there was nothing they could do. The caller stated the patient felt dizzy the day prior to the call and on the day of the call and then the caller stated the patient felt dizzy all the time. It was reviewed the hcp would need to check the device to determine if the lead was broken. The caller called back on (B)(6) 2018 and stated the patient had an appointment with the rep and hcp on the day of the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the broken lead was confirmed. It was reported no known circumstances led to the ins not depleting and the broken lead. It was reported they went to the physician who said since one lead was not broken, it would be ok. It was unknown if the issue had been resolved.